Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paralysis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient woke up and was paralyzed from the hips down due to a pod hazard alarm that stopped insulin delivery overnight. The patient called emergency medical units, but did not require medical assistance as patient gave a manual injection in his stomach using an insulin pen. This was all of the information that was able to be obtained.